Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, prime/seating test, basic occlusion test and force sensor test. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.